Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a balloon rupture occurred. The 75% stenosed lesion was located in a left circumflex artery. The physician was using a 2.5x12mm quantum maverick balloon to pre-dilate the lesion and on the second inflation, the balloon ruptured at 14 atms. The lesion was pre-dilated with another quantum maverick and the lesion was successfully stented. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
.